Manufacturer narrative:
The customer indicated the devices were discarded. (B) (4). (B) (4).

Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The tubing sets were connected to unspecified extension sets and were being used to deliver unspecified solutions. After unspecified lengths of time in use, it was reported that the tubing sets disconnected from the extension sets and unspecified volumes of fluid leaked. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.